Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 59 and 64 mg/dl. The customer's expected fasting blood glucose test result range is 78 to 96 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 09/22/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). The customer is calling in regards to getting low results on the meter when he performs his blood test. He is not having any symptoms of low blood sugar now. The customer takes his blood fasting. He takes insulin to manage his diabetes. Customer say if his sugar goes below 72 mg/dl he will start to shake and he had no symptoms when he got the results he was concerned about. When the customer got the 268 mg/dl he was not fasting. He has had no changes in his diet or exercise.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 59 and 64mg/dl. The customer's expected fasting blood glucose test result range is 78 to 96mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 09/22/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). The customer is calling in regards to getting low results on the meter when he performs his blood test. He is not having any symptoms of low blood sugar now. The customer takes his blood fasting. He takes insulin to manage his diabetes. Customer say if his sugar goes below 72mg/dl he will start to shake and he had no symptoms when he got the results he was concerned about. When the customer got the 268mg/dl he was not fasting. He has had no changes in his diet or exercise.